Event description:
Us endoscopy received report of a perforation which was found after use of the lariat snare ((B)(4)) for removal of a 2.5 cm polyp from the cecum. The procedure involved a piecemeal resection, with saline used to lift the polyp. The physician reported it was a clean cut with minimal bleeding, an no perforation was noted at the time of the procedure. The pt returned later in the day and a colonoscopy revealed a perforation at the polypectomy site. Clips were then used to close the tissue. The pt was admitted overnight and released the next day.

Manufacturer narrative:
The device was not returned and the lot number was not known, consequently there was no physical examination of the device or review of the manufacturing record. No similar reports of perforation during use of the lariat snare have been received. This report will be updated if further information becomes available.